Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus element stent delivery system was selected to treat the lesion. During placement of the device, the doctor found difficulty to position the stent. It was noted that the catheter shaft was broken. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the hypotube was slightly kinked at 94cm distal to the strain relief. An examination of the crimped stent found that the stent was stretched on the balloon. This stretching resulted in the stent struts being severely misaligned. The balloon did not appear to have been subjected to any positive pressure. There was no break in the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The target lesion was located in the left anterior descending artery. A 2.25x28mm promus element stent delivery system was selected to treat the lesion. During placement of the device, the doctor found difficulty to position the stent. It was noted that the catheter shaft was broken. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's status was stable.